Event description:
Healthcare professional reported that a first time apheresis donor complained of lightheadedness. This was followed by 15-20 minutes of tremors/shaking. The donor was given a cold cloth, a small amount of food, tums, and what was was described as re-hydration. The donor left the collection facility in stable condition. No alarms were noted during the procedure.